Event description:
It was reported that during a followup visit, noise was observed on the stored electrograms. Fluoroscopy revealed an insulation break on the rv lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.